Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reas1354 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the integrity of the catheter was routinely examined before PICC catheter placement for the patient by the head nurse. It was found that the guidewire could not be withdrawn from the puncture needle after the guidewire was sent into the target vessel by the puncture needle. The nurse suspected that there were burrs on the tail end of the guidewire and replaced the catheter with a brand new one (model: 0668945) for re-puncture, which was then completed smoothly. The PICC catheter was placed into the position 1/3 away under the superior vena cava. Update 6/15/2017 - returned wire is intact but has a coil of wire extending beyond the weld tip.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a defective guidewire is confirmed and was determined to be supplier related. One 0.018 in. Straight guidewire was returned for evaluation. An initial visual observation showed some blood residue on the guidewire. A burr was observed on one end of the guidewire and appeared to be the outer coiled wire. Both the microintroducer assembly and the introducer needle appeared to be undamaged during initial visual observation. The corewire was observed to be intact during tactile evaluation. A microscopic observation revealed the observed burr was indeed the outer coiled wire of the guidewire. The protruding section of the outer coiled wire was observed to be attached to the rest of the outer wire and the weld tip. Both weld tips of the guidewire were observed to be intact.

Event description:
It was reported by the nurse that the integrity of the catheter was routinely examined before PICC catheter placement for the patient by the head nurse. It was found that the guidewire could not be withdrawn from the puncture needle after the guidewire was sent into the target vessel by the puncture needle. The nurse suspected that there were burrs on the tail end of the guidewire and replaced the catheter with a brand new one (model: 0668945) for re-puncture, which was then completed smoothly. The PICC catheter was placed into the position 1/3 away under the superior vena cava. 6/15/2017 - returned wire is intact but has a coil of wire extending beyond the weld tip.